Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h3, h4, h6, h11 the device was not returned to olympus for inspection but the field service engineer (fse) was dispatched to customer site and reported failure was not confirmed and field service engineer (fse) reported that the customer was not performing the aspiration step during manual cleaning and was not using compressed air to dry the endoscope channels prior to storage. A definitive root cause could not be identified. However, based on the results of the investigation, the most probable cause of the reported malfunction could not be determined. The conclusion was failure to follow instructions. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was observed that during the device evaluation, the colonovideoscope missed both the aspiration step during manual cleaning and the use of compressed air to dry the endoscope channels after the high level disinfection process and before storage in the cabinet. The issue was found during an in-service review performed by an enodscopic support specialist. There was no patient involvement.